Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the revision procedure the his bundle (right atrial (ra)) lead was cut and damaged. The ra lead was revised and remains in use. The his bundle lead was explanted and replaced in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.